Event description:
(B)(4). Abnormal bleeding, chronic pelvic and stomach pain, severe bloating I look pregnant all the time, migraines, dizziness, blurred vision, back pain, tooth loss, fainting spells, high blood pressure, brain fog, weight gain that will not come off, constant bladder and uti infections.